Manufacturer narrative:
Device is not available for evaluation. Body of the device was implanted. The slide lock that broke from the device was discarded.

Event description:
Surgeon was placing screw into hole of spectrum plate when the lock mechanism popped out. Surgeon inquired about putting the lock back in, decided not to and removed the screw from that hole. This was in the middle of a 3 level construct so the surgeon was ok with just using one screw at that level.